Event description:
It was reported that during initial implant procedure, stylet was stuck inside left ventricular lead and it was not able to be removed. It was further noted that the lead was fractured when trying to remove stylet. The lead was not installed and the procedure was completed using an alternate lead on (B)(6) 2022. The patient was stable.

Manufacturer narrative:
The reported events of difficult to remove stylet and led damage were confirmed. As received, a lead was returned in one piece with stylet stuck inside the lead. Final analysis found that the poly tetrafluoroethylene coating of the stylet was stripped and bunched up with the inner coil. The connector pin and crimp sleeve were pulled out of the connector assembly and the inner coil was stretched consistent with excessive forces during procedure. The cause of the reported event was isolated to the bunching of stripped stylet ptfe coating and inner coil at the connector region and excessive forces resulted in the connector pin and crimp sleeve to be pulled out of the connector assembly.